Event description:
It was reported to boston scientific corporation that (B)(6) after implantation of a polaris loop ureteral stent, the physician experienced difficulty removing the stent from the patient during a laparoscopic nephrectomy and stent removal procedure. The ureter was cut as part of the physician's normal protocol for nephrectomy, and then when he attempted to pull the stent out, it became stuck. Apparently, the loops of the stent were stuck around the inflated foley catheter balloon inside the bladder of the patient. Upon applying pressure to facilitate removal of the stent, the loops of the stent broke inside the bladder and were removed by use of grasping forceps, without injury to the bladder. Reportedly, there were no adverse effects to the patient, who is (B)(6) and was in "good" condition at the conclusion of the procedure.

Manufacturer narrative:
(B)(4).